Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a repliform pubovaginal sling lacing procedure on (B)(6) 2006.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence, cystocele and rectocele. It was reported that the patient underwent mesh removal/revision on (B)(6) 2006.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced adhesion. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p colporrhaphy. It was reported that patient also underwent urethrolysis, combined a&p colporrhaphy, bard pelvicol implant for prosthetic support of vaginal wall on (B)(6) 2006 by dr. (B)(6) at (B)(6). (Per implant record)

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p colporrhaphy. It was reported that patient also underwent urethrolysis, combined a&p colporrhaphy, bard pelvicol implant for prosthetic support of vaginal wall on (B)(6) 2006 by dr. (B)(6) at (B)(6). (Per implant record).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal vault prolapse and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, bladder outlet obstruction, urinary tract infection, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, nocturia, and urgency.